Event description:
The customer reported the system shuts itself down without command. No report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no reports of pt or staff injury were reported.